Event description:
A vague report was received that the infusion pump was programmed at 150 ml/hr and found a few hrs running at a displayed rate of 15 ml/hr. No pt injury was reported. No add'l specific pt info was reported.